Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device: 8829008, 8975609 and 8996636. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The march 2007 15-month biliary dilator complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on april 20, 2007, that during a sphincteroplasty using a rx dilatation balloon in a male patient (age unknown), "the patient began to bleed". The physician was able to control the bleeding with "tamponade using the dilation balloon" and the procedure was successfully completed with this device. The pt's condition was reported as "stable".